Event description:
The head of the purchasing department and operations, reports that the central sterilization department has proof of protein on the reamer shaft after it was cleaned and sterilized.

Manufacturer narrative:
Device will not be returned for evaluation. If the device or additional information becomes available it will be submitted on a supplemental report.